Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor was returned with no visible defect. The insertion device has no visible defect other than bio debris. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, when attempting to implant the healicoil knotless anchor, it did not press the suture. The anchor was removed, and the procedure was completed using a smith and nephew back-up device in the originally drilled bone hole. The delay was less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 updated.

Event description:
It was reported that during an arthroscopy, when trying to implant the healicoil knotless anchor, it did not press the suture. The anchor was removed by taking it out directly since it had not been completely tightened into the bone. The procedure was completed using a smith and nephew back up device in the originally drilled bone hole. There was a delay less than 30 minutes and no further complications were reported.